Event description:
A blood leak occurred immediately after start of hemodialysis treatment. The dialyzer was at the initial use. The leak was observed with leak detector. Blood loss volume was around 150cc, since the blood was not returned to the pt. The pt was well and no medical treatment was given to the pt. The other case of leak was reported from this facility.